Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) are calling on behalf of the customer. The customer is concerned with tests results from results obtained of 355, 403 and 488 mg/dl. The customer's expected fasting blood glucose test result is 200 mg/dl. The customer takes his blood tests fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 309 mg/dl and 352 mg/dl using truetrack meter; customer is concerned with the results being high. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/30/2019 and open vial date is month of (B)(6) 2017. The code chip matches the test strip. The meter memory was reviewed for previous test result history: the 355mg/dl (B)(6) 2017 01:48 pm fasting:yes, the 403mg/dl (B)(6) 2017 01:47 pm fasting:yes, the 488mg/dl (B)(6) 2017 01:46 pm fasting:yes, the 343mg/dl (B)(6) 2017 09:52 am fasting:yes, the 242mg/dl (B)(6) 2017 09:51 am fasting:yes. The results have never been that high. The customer is concern with the back to back blood test since it is high.